Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0011775976; ubd: 2025-05-14; UDI#: (B)(4). Product ID: l-evolutfx-2329; lot #: 0011630234; ubd: 2025-02-08; UDI: (B)(4). Product ID: 22mm zmed dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: no device was returned. Procedural images were submitted for review. Conclusion: the product analysis and investigation remain in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve in a patient with a mean annular diameter of 25mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. The valve was inserted into the patient via vascular access in the right femoral artery over a non-medtronic guidewire and advanced to the bottom of the pigtail in the non-coronary cusp (ncc). Upon 80% deployment, the implant depth was 4mm on the ncc in the cusp overlap view, with moderate paravalvular leak (pvl) observed. The fluoroscopic angle was repositioned to the left anterior oblique view with no parallax in the valve frame and the depth on the left coronary cusp was 2mm. The valve frame appeared constrained; however, the depth was adequate, so the valve was fully deployed. The delivery catheter system was withdrawn from the patient. A post-implant bav was then performed using a 24mm non-medtronic balloon due to a low diastolic pressure and visual constraint of the valve frame. The v entricle was paced at 180 bpm while the balloon was inflated using a 60ml syringe. The balloon was then deflated and withdrawn from the patient. A post-implant angiogram was performed with a pigtail catheter, and severe central aortic insufficiency was identified. It was noted that one of the leaflets possibly avulsed. Subsequently, a non-medtronic valve was implanted inside the valve. The pvl and central regurgitation improved. Following deployment of the second valve, an angiogram showed perfusion of the left main and right coronary arteries. Approximately 10 minutes after the case was complete, the patient became hypotensive with low blood oxygen levels. Subsequently, the patient was intubated, and a transthoracic echocardiogram was performed which showed adequate valve function. A new left bundle branch block and low cardiac index was observed. The patient was noted to be in shock and was transferred to the intensive care unit and started on a positive inotropic, vasodilator medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: five media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Imaging shows that severe central aortic regurgitation was noted after a post implant balloon valvuloplasty using a 24mm non-medtronic (true) balloon, which is a non-compliant balloon. The inflation pressure is unknown. It is stated in the instructions for use (IFU) that to mitigate trauma to the evolut transcatheter aortic valve (tav) bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a non-compliant balloon should not exceed 1 mm more than the tav waist diameter with an applied inflation pressure of no greater than 2 atm (see table 4). Overexpansion of the narrowest portion (waist) of the evolut fx tav beyond the levels set forth in table 4 has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. Subsequently, a non-medtronic valve was implanted which resolved the central aortic regurgitation. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the inflation time for the post-implant balloon aortic valvuloplasty was 5-10 seconds max using 60cc syringe. It was noted that hand inflation was used with 60cc syringe, and no inflator was used, so the pressure was not recorded. No adverse patient effects were reported.